Event description:
The customer reported that the battery was not being recognized by the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device confirmed the failure. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and remains at the customer site.